Event description:
New information received notes that the capped lead was explanted electively. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with chest tightness and dizziness. Upon interrogation, the right ventricular lead exhibited intermittent capture. Programming changes were done on (B)(6) 2019 and lead was capped and replaced on (B)(6) 2019. There were no patient consequences and left the lab in stable condition.